Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient had an attempted procedure to implant a sling at a previous date with an unknown surgeon. However, the surgeon was not able to implant the sling. It is unknown is the attempted sling was manufactured by boston scientific. An artificial urinary sphincter was implanted in a further procedure. No patient complications were reported in relation to this event.